Manufacturer narrative:
Medical device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that 7 bd angiocath¿ plus IV catheter tubes were found torn. The following information was provided by the initial reporter: "catheter tube is torn"

Manufacturer narrative:
H6: investigation summary one sample without packaging was received by our quality team for evaluation. The sample was subjected to visual inspection to check for catheter damage. No catheter damage was observed. A device history record could not be evaluated as the lot number is unknown. Based on the quality team's investigation, the root cause of this incident cannot be determined.

Event description:
It was reported that 7 bd angiocath¿ plus IV catheter tubes were found torn. The following information was provided by the initial reporter: "catheter tube is torn".